Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year old, male patient who was receiving dilaudid 10mg/ml at 7 mg/day and bupivacaine 10mg/ml at 7 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. Since implant on (B)(6) 2013, volume discrepancies had occurred. Every time the patient went in for a refill, the healthcare provider (hcp) got back more medication than expected. However, it was consistent; the actual volume they removed versus the expected volume had not changed and had been the same each time. The hcp and the patient thought it was more than the patient should have. The patient's only concern was "when he is in pain and then when he requests more medication, the hcp is concerned about what the pump is delivering." The patient planned to follow-up with their hcp. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.